Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a system provided incorrect values and readings. Additional information has been received reported surgeon adjusted according to their plan, no unexpected outcomes were reported. No alignment issue in aberrometer to cause incorrect lens suggestions and database reset was performed.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative did not confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specification. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).